Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ extended enteric bacterial panel 2 false positive results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: detailed incident description several samples suspected of having a false positive result for vibrio on the bd max ct1009. 2 positive samples for vibrio in the same series (whereas the prevalence is normally very low): 2347 series: a6 sample, 2347 series: a10 sample. Were patient samples involved? Yes, those samples are patient samples. Were erroneous results reported to the clinician? No. The customer looked at the pcr curves and perceived the results were erroneous. Therefore results were not reported to clinicians. Was there any impact on patients? No.

Event description:
It was reported while using bd max¿ extended enteric bacterial panel 2 false positive results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: detailed incident description several samples suspected of having a false positive result for vibrio on the bd max ct1009. 2 positive samples for vibrio in the same series (whereas the prevalence is normally very low) 2347 series: a6 sample, 2347 series: a10 sample. Were patient samples involved? Yes those samples are patient samples were erroneous results reported to the clinician? No. The customer looked at the pcr curves and perceived the results were erroneous. Therefore results were not reported to clinicians. Was there any impact on patients? No.

Manufacturer narrative:
H.6. Investigation: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they received a false positive on vibrio. Review of the database and run files shows that the curves had irregular shape that had no significant inflection point at very low CT values. Field service was dispatched. Field service replaced pump #2 and #3, adjusted the drawer pressure and normalized the optics. The instrument was returned to the customer fully functional. No parts were returned to bd for investigation. The complaint is confirmed with the information provided. Root cause cannot be determined with the information provided. The investigation consisted of a review of the instrument device history record from manufacturing, instrument installation, and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.